Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation feedback from the field. The customer later provided the diagnostic esophagogastroduodenoscopy (egd). Procedure was completed with the same device. The same device used to complete the procedure. And the foreign body was not observed until the device was being cleaned after the procedure. No further information is available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Furthermore, there was no physical damage at the point where the foreign material residue remained. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed; there was a white object stuck in the air/water nozzle/pinhole on the glue; however, the missing piece on the connector and missing glue on the distal tip was not duplicated. The additional evaluation findings were as follows: switch #2 had a minor chip, the plastic distal end cover had minor scratches, the insertion tube boot had a deep scratch, the light guide tube had scratches and there was low angulation. Additional information received from the customer indicated that the scope was used on a patient with the foreign material in the nozzle. The scope was cleaned, disinfected and sterilized prior to sending to olympus. The customer did not know what the foreign material was. There was no delay/lag time in the start of precleaning (the customer performed bedside cleaning immediately after procedure). The air/water nozzle was flushed with water and air by using the air/water channel cleaning adapter (mh-948). There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths/brushes/sponges. The customer flushed the air/water nozzle/channel with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had an air/water leakage from the distal end and a piece blocking the channel. There was a plastic piece coming out of the air/water nozzle, the connector for the universal cord that connects to the light guide is missing one piece and the glue on the distal end was missing. The issue was found during reprocessing. There were no reports of patient harm.